Event description:
The staplers will not release the staples.

Manufacturer narrative:
Additional follow-up with the vendor occurred on 05/14/2015 and 05/28/2015 in reference to the outstanding scars. The vendor responded via email on 05/28/2015 to request additional time. Additional time is needed to complete the updated information. The vendor has confirmed receipt of the samples at their (B)(4), location on 05/01/2015 and forwarded to their manufacturing facility on 05/08/2015. As of 05/28/2015, the sample has not been logged in at the investigator's site. Refer to the communication from (B)(4). When the scar response is received and accepted, the complaint will be re-opened for updates. The outstanding scar will be monitored through the 2015 scar log. Correction: replacements have been provided. Root cause analysis: scar: a true root cause has not been identified at the present time due to the vendor having not completed the investigation utilizing the returned samples. Corrective action and/or systemic correction action taken: scar: a corrective action has not been taken by the vendor due to the investigation not being completed by the vendor at the present time. Additional time is needed to complete the updated information. The vendor has confirmed receipt of the samples at their (B)(4), location on 05/01/2015 and forwarded to their manufacturing facility on 05/08/2015. As of 05/28/2015, the sample has not been logged in at the investigator's site. Refer to the communication from (B)(4). (B)(4) sales representative was contacted on 04/29/2015 to conduct in-service training with the reporting customer as this facility has filed (B)(4) complaints since 02/11/2015 concerning staplers jamming. This corrective action was first identified as part of (B)(4). The sales representative conducted a site visit on 05/20/2015. As a result, it was stated, "the stapler was jammed. Tess, my contact, did admit that some surgeons go a little fast." On 05/21/2015, the reporting customer filed an additional three complaints. Preventive action: scar: a preventive action has not been taken by the vendor due to the investigation not being completed by the vendor at the present time. Additional time is needed to complete the updated information. The vendor has confirmed receipt of the samples at their (B)(4), location on 05/01/2015 and forwarded to their manufacturing facility on 05/08/2015. As of 05/28/2015, the sample has not been logged in at the investigator's site. Refer to the communication from (B)(4). Investigation is incomplete at this time. This report will be updated when more information becomes available.

Manufacturer narrative:
The vendor confirmed receipt of the sample and updated the scar investigation. According to the updated response, 11 samples were loaded, closed, and released properly during functional inspection. The failure mode was not duplicated. Refer to the (B)(4). Correction: replacement has been provided. Root cause analysis: scar: per DHR, the product deroyal surgimate 35w 24/case, lot# 01a1400086 was manufactured on 01/13/2014 a total (B)(4) pieces. Lot was released on 01/16/2014. DHR investigation did not show issues related to complaint. The failure mode was not confirmed with the sample received during visual inspection. A total of 11 staples were loaded, closed and released properly during functional inspection. Since the failure mode was not confirmed and the device works properly, correct actions are not required. Corrective action and/or systemic action taken: scar: the failure mode was not confirmed with the sample received during visual inspection. A total of 11 staples were loaded, closed, and released properly during functional inspection. Since the failure mode was not confirmed and the device works properly, corrective actions are not required. Deroyal: a deroyal sales representative was contacted on 04/29/2015 to conduct in-service training with the reporting customer as this facility has filed six complaints since 02/11/2015 concerning staplers jamming. This corrective action was first identified as part of (B)(4). As a result it was stated, "the stapler was jammed. (B)(6), my contact, did admit that some surgeons go a little fast." Additional complaints have been filed by this reporting customer. Preventive action: scar: the failure mode was not confirmed with the sample received during visual inspection. A total of 11 staples were loaded, closed, and released properly during functional inspection. No preventive actions were identified as being taken. This investigation is complete. No further information is available at this time.

Manufacturer narrative:
Investigation findings: the product is supplied to deroyal by (B)(4). A scar has been issued to (B)(4) and is due on 04/27/2015. The qfi report was reviewed to obtain sales and similar complaint information. (B)(4). The vendor has responded to the scar detailing that the root cause is undetermined due to a lack of sample. A sample has been received by deroyal and photo documentation added to the complaint file. The sample has been sent to deroyal's distribution center for shipment to the vendor. A request has been sent to the vendor to update the scar once the samples were received. Corrective action and/or systemic correction action taken: a deroyal sales representative was contacted on 04/29/2015 to conduct in-service training with the reporting customer as this facility has filed (B)(4). This corrective action was first identified as part of (B)(4). The investigation is incomplete at this time. This report will be updated when more information becomes available.